Event description:
It was reported that the patient was admitted to the hospital and the ventricular lead exhibited loss of capture and low impedance. The lead was capped on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.